Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they have experienced sharp edges on their aligners. The sharp edges have scratched the whole area where ever the edge touched, as well as their tongue. Filing to smooth out the edges makes the aligner even shorter. Advised patient to smooth any areas that are sharp and to update with remaining compliance and if the aligners are more comfortable.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.